Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 30 mg/dl which resulted in seizures. Paramedics treated the customer with intravenous glucose. The basal settings were being adjusted by the customer's healthcare provider and was reported to be the cause of the low bg. Tandem technical support advised the contact to discuss the low bg with a healthcare provider.